Event description:
Information received from the field notes that the patient came to the emergency room with possible loss of capture. The patient expired the same day. V-tachycardia episodes were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 and g3 - competitor